Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon operated patient in (B)(6) 2014 . Now patient come to surgeon with broken fluted tibial rod.

Manufacturer narrative:
The investigation for this complaint has been reopened due to the receipt of the above information. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the reported fracture. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history record did not reveal any manufacturing deviations or anomalies. The device was cyclically loaded beyond the material limit, resulting in fatigue crack initiation and propagation. No evidence of material or manufacturing defects was observed. The investigation could not draw any conclusions about the root cause of the low stress high cycle fatigue with the information provided. No evidence was found indicating product error was a contributing factor to the device fracture and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed